Event description:
It was reported that a patient experienced peritonitis manifested by weakness and dizziness coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset for the peritonitis event. Beginning on the same date as hospitalization, the patient was treated with unspecified antibiotic(s) intraperitoneally (medication, dose, frequency, and duration not reported). Treatment for the peritonitis event was reported to be ongoing. Hospitalization is ongoing. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c04042 and h14b04010 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.